Event description:
It was reported that there was noise on the device during implant. Medical adhesive was applied to the grommet to seal it, which seemed to resolve the noise. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.